Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open colon resection, during the transection of the colon, the device misfired. It was also stated there was a poor staple formation. Another reload was used to complete the case. The staple line was fixed by resecting and re-stapling. There was no patient injury.